Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was admitted into the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 330 mg/dl, and high ketones. Ketone levels considered life threatening by their health care provider. The customer attempted to address the elevated (bg) with a correction bolus via the pump. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage. Tandem technical support walked caller through a pump system check and confirmed pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.